Event description:
It was reported that the device had had a power on reset (por), date unknown. No reprogramming had been done. The device has since been explanted and replaced for end of life (eol). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead (B)(6) 2006. (B)(4).